Event description:
In 2008, the sales rep reported that during inspection of the kit, it was noticed that the driver's prongs were worn badly. No further info is available.

Manufacturer narrative:
Product is an instrument. Requests have been made for the return of the product. Evaluation is pending upon the return of the product.